Event description:
It was reported the pt experienced leg weakness and felt unstable while standing. It was further reported the pt has persistent back pain which makes it difficult to get up and walk around. The pt was referred to her physician. F/u revealed a CT myelogram was ordered, however, was not completed because the pt was in pain. The pt presented to the emergency room. Add'l f/u identified surgical intervention was undertaken due to stenosis. The scs system was removed on (B)(6) 2013 without incident. The right leg strength is improving and almost back to normal. The pt is unable to walk without assistance. Rehabilitation will be the next course of action.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.